Event description:
A physician reported a pt who rec'd her first treatment on 1 october 1997 in the oral commissures, marionette lines, upper vermilion border and upper smoker's lines. On 13 october 1997, the pt was seen, and the physician noted that there was redness, lumpiness, and slight tenderness and the treatment sites. In addition, the lower vermilion border was erythematous and swollen in the center. The physician believed that the symptoms at the injection sites represented a collagen hypersensitivity, and that the symptoms at the lower lip were possibly related to collagen. He prescribed local massage, heat, and oral benadryl.

Manufacturer narrative:
On may 8, 1998, the physician reported the patient was last seen on november 5, 1997. The symptoms resolved on october 10, 1997.